Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. . The patient alleged congestive heart failure, cough, underwent 5 bypass and stents. The patient is also using a defibrillator, his health risk is high. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have congestive heart failure, cough, underwent 5 bypass and stents.the patient is also using a defibrillator and his health risk is high. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external parts of the device and found left flap was missing, modem side, scratch/ cut on top of device, unknown white debris consistent with dust found in blower outlet, unknown debris found on inside of bottom of device, unknown white debris consistent with dust found on blower. There was no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section a3 (missed to capture) and section h6 updated in this report.